Manufacturer narrative:
Follow-up # 1 (03/21/11)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the returned meter and retain test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to her expected result. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests her blood glucose 4-6x a day and manages her diabetes with novolog insulin. The alleged issue began on (B)(6) 2011 at 215am. The patient reported a blood glucose result of "130 mg/dl" with the subject meter. The patient stated her blood glucose has been reading high lately. The patient denied making changes to her diabetes management routine. A few minutes after the start of the alleged issue, the patient claimed she felt low blood glucose symptoms of "cold sweat" and shaky. The patient ate peanut butter and crackers as treatment. The patient stated she felt better about 20 minutes after. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.